Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead exhibited high pacing impedance measurements greater than 3,000 ohms once connected to the cardiac resynchronization therapy defibrillator (crt-d). The pacing impedance measurements through the pacing system analyzer (psa) were 2,300 ohms. The crt-d was not implanted and another device was attempted. The pacing impedance measurements with this new crt-d were all less than 3,000 ohms with the exception of one vector reporting 2,998 ohms. The lv lead remains in service with this new device. No adverse patient effects were reported.